Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had motor error alarm. Customer¿s blood glucose was 241 mg/dl. Customer was able to clear the alarm but unable to complete insulin pump rewind. Customer stated that insulin pump had not exposed to high magnetic field. Customer stated that the drive support cap was normal. Troubleshooting was performed for motor error alarm. Customer was advised that the insulin pump needed to be replaced, to discontinue use of the insulin pump and refer to back up plan. The insulin pump will not be returned for analysis.